Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) found a leak from the wbc (white blood cell) bath. The fse replaced valves lv15, lv13 and tubing in lv8, lv14 plus filters to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of about 20 ml from the bath inside the coulter act diff analyzer while running patients. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.